Manufacturer narrative:
Concomitant medical products: item # 01.00214.1xx, lot# unknown, unknown durom cup; item # 01.00181.xxx, lot# unknown, unknown metasul large diameter head; item # 01.00185.xxx, lot# unknown, unknown head adapter. The device remain implanted. DHR review: device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Event description: it was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The sales rep was raising a literature request of for removal of acetabular cup. Review of received data: the manufacturer did not receive x-rays, or other source documents for review. Conclusion: no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to unknown reasons). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, there will be no further investigation. Zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4). Item number and lot number unknown.

Event description:
It was reported that a patient is being considered for a revision due to unknown reason as the sales rep had requested literature for removal of acetabular cup. Attempts have been made and no further information has been provided.